Event description:
Ambulance responders arrived at the scene of a sudden cardiac arrest. Two (2) cardiac nurses had been carrying out CPR for approximately 10 to 15 minutes. One responder cut off the patient's shirt and prepared bvm, o2, and op while the co-responder set up the defibrillator (AED). Pads were attached and made good contact. After setting up bvm and inserting airway, the co-responder said the defibrillator was not working. The first responder saw battery displayed on the screen along with other text that may have said fault. The AED appeared not to be analyzing or having any function. The lower pad was re-positioned and the lid was closed momentarily and then reopened. The battery was connected correctly as the defibrillator had functioned correctly on initial opening cycle of tear open package and remove pads, peel one pad from plastic liner and place on...etc. At this point it was decided that further intervention and support was required and the responders agreed they required the assistance of the air ambulance and the fire crew which had a defibrillator on board. CPR with the assistance of the cardiac nurses continued. The fire crew arrived and another defibrillator was set-up and new pads were attached to the patient. The AED analysed the patient's rhythm and delivered 1 shock. CPR continued until the air ambulance arrived and patient care was transferred to them. When the responders returned to the rapid response vehicle (rrv), the existing battery was removed and a spare battery placed in the defibrillator. The lid was opened and when closed the indicator light was green. Within approximately 5 minutes the defibrillator was bleeping intermittently during the journey back to the station. Upon arrival at the station, the battery indicator showed 100% but the first light at 0 did not illuminate. Prior to the day of the rescue, the rrv had weekly checks carried out by different members of the fire co-responding team. The defibrillator was checked and the indicator light was green. The responder reported that the defibrillator had bleeped at him twice on the (B)(6) 2016, once at an incident and again when he returned to the station prior to change over of vehicles. The co-responder was at the station and witnessed the bleep. The indicator was red, the lid was opened, the AED talked, the lid was closed, and the light was green. The spare battery was attached to the AED, the indicator light was red, the lid was opened and then closed, and the indicator light turned to green. Since there was no difference when using the 2 batteries, the original battery was re-inserted, the previous cycle was performed, and the indicator light was green. Patient outcome: the patient was taken to the hospital and passed away later.

Manufacturer narrative:
The customer's AED and battery were received for investigation. The battery passed battery integrity tests. The battery was installed in the customer's AED and the AED powered up without any problems or errors. Impedance tests were performed and the AED correctly prompted for rhythm analysis for impedances within the human impedance range. AED self-tests were run every 30 seconds for 25 minutes and no errors were generated. With the customer's battery installed, the AED was bumped multiple times without malfunctioning. While being vibrated, AED self tests were performed every 30 seconds for 30 minutes without any errors. The AED was opened and components that could affect the patient impedance circuit were inspected and measured and no problems were found. Visual inspection of the battery wiring harness with a microscope found small black marks on pins 1, 2, 4, 5, and 6. Testing with the battery wiring harness verified that the "battery in place" section of the harness was working. The device was placed on a shaker table for 2.5 hours to simulate vibration in a vehicle and the nvi remained green (rescue ready) the entire time. Afterwards a simulated rescue with a defibrillation analyzer was performed and the AED successfully delivered shocks through the test pads and into the analyzer. Additional 30 second self tests with light vibration were run for 30 minutes without generating any errors. The customer's reported problem wasn't duplicated under normal conditions and the AED performed as designed during the investigation.

Event description:
Ambulance responders arrived at the scene of a sudden cardiac arrest. Two (2) cardiac nurses had been carrying out CPR for approximately 10 to 15 minutes. One responder cut off the patient's shirt and prepared bvm, o2, and op while the co-responder set up the defibrillator (AED). Pads were attached and made good contact. After setting up bvm and inserting airway, the co-responder said the defibrillator was not working. The first responder saw battery displayed on the screen along with other text that may have said fault. The AED appeared not to be analyzing or having any function. The lower pad was re-positioned and the lid was closed momentarily and then reopened. The battery was connected correctly as the defibrillator had functioned correctly on initial opening cycle of tear open package and remove pads, peel one pad from plastic liner and place on...etc. At this point it was decided that further intervention and support was required and the responders agreed they required the assistance of the air ambulance and the fire crew which had a defibrillator on board. CPR with the assistance of the cardiac nurses continued. The fire crew arrived and another defibrillator was set-up and new pads were attached to the patient. The AED analysed the patient's rhythm and delivered 1 shock. CPR continued until the air ambulance arrived and patient care was transferred to them. When the responders returned to the rapid response vehicle (rrv), the existing battery was removed and a spare battery placed in the defibrillator. The lid was opened and when closed the indicator light was green. Within approximately 5 minutes the defibrillator was bleeping intermittently during the journey back to the station. Upon arrival at the station the battery indicator showed 100% but the first light at 0 did not illuminate. Prior to the day of the rescue, the rrv had weekly checks carried out by different members of the fire co-responding team. The defibrillator was checked and the indicator light was green. The responder reported that the defibrillator had bleeped at him twice on the (B)(6) 2016, once at an incident and again when he returned to the station prior to change over of vehicles. The co-responder was at the station and witnessed the bleep. The indicator was red, the lid was opened, the AED talked, the lid was closed, and the light was green. The spare battery was attached to the AED, the indicator light was red, the lid was opened and then closed, and the indicator light turned to green. Since there was no difference when using the 2 batteries, the original battery was re-inserted, the previous cycle was performed, and the indicator light was green. Patient outcome: the patient was taken to the hospital and passed away later.